Event description:
It was reported that a user experienced two overnight low glucose events while using the ilet bionic pancreas and managed the alarms by ingesting gatorade; the user also reported adjusting meal announcements by selecting usual and by lowering entered carbohydrates to reduce insulin delivery per prior coaching. Symptoms included lightheadedness associated with the low glucose readings. Outcomes included self-treatment with oral fast-acting carbohydrates and subsequent return of glucose to target, with no medical intervention or hospitalization. Troubleshooting and education were completed, including guidance on meal announcements and instruction to treat lows with up to 15 grams of fast-acting carbohydrates and reassessment after 15 minutes. Investigation included assessment of user technique and device use. Investigation of this case revealed no device malfunction and suggested possible user-related factors contributing to hypoglycemia. It was concluded that the event involved hypoglycemia with an unclear cause and that available information does not indicate a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.